Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula during use. The following was reported by the initial reporter: "this is a report about a needle breaking off during use. This incident was reported as follows: after self-injection, the patient confirmed that the needle pe was broken. His/her attending physician confirmed that there was no needle remaining on/in the abdomen. The actual sample will be returned by the customer."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2/12/2021 h.6. Investigation: one open 32g x 4mm pen needle sample from an unknown lot. No., cat. No. 320559 attached to an insulin pen along with three photos were returned. Visual examination was carried out on the returned sample and photos and a broken patient end of cannula was observed. No manufacturing related issues were observed on the returned sample. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. See h.10.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula during use. The following was reported by the initial reporter: "this is a report about a needle breaking off during use. This incident was reported as follows: after self-injection, the patient confirmed that the needle pe was broken. His/her attending physician confirmed that there was no needle remaining on/in the abdomen. The actual sample will be returned by the customer."